Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in liquid a vial. Visual inspection found the haptic torn. Claim# (B)(4).

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm micl12.6, 11.5 diopter, implantable collamer lens, into the patient's left eye (os) on (B)(6) 2020. After insertion, the lens "flipped in the eye." Intraoperatively, the lens was successfully removed and exchanged with an alternate lens. This resolved the problem. Cause of the event is reported as device.